Event description:
It was reported that the lead threshold and impedance had increased. Possible lead fracture or header issue considered. A new pace/sense lead was then implanted. The hv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.